Event description:
It was reported that shaft break occurred. The 90% stenosed de novo, eccentric target lesion contained a significant bend of <=45 was located in the mildly tortuous and mildly calcified right coronary artery. After stent implantation, the physician post dilated the lesion with a 12 mm x 2.75 mm quantum maverick. Unfortunately the shaft, about 20cm away from the hub, was broken during pushing of the balloon. The device was successfully withdrawn together with an unspecified guide catheter. The procedure was completed successfully with another 2.75 mm x 12 mm quantum maverick balloon catheter. So far no abnormal symptom was observed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The shaft was visually inspected and found to be intact, not broken as per the reported event; however, there was a shaft kink 20.5cm from the strain relief. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the shaft kink or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed de novo, eccentric target lesion contained a significant bend of <=45 was located in the mildly tortuous and mildly calcified right coronary artery. After stent implantation, the physician post dilated the lesion with a 12 mm x 2.75 mm quantum maverick. Unfortunately the shaft, about 20cm away from the hub, was broken during pushing of the balloon. The device was successfully withdrawn together with an unspecified guide catheter. The procedure was completed successfully with another 2.75 mm x 12 mm quantum maverick balloon catheter. So far no abnormal symptom was observed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).